Event description:
Mid-surgical case, while the surgical team was dissecting abdominal fat off the fascia using a bovie and lap pad, a fire occurred. Per interviews of the team present, while actively using the bovie and lap pad to control bleeding, they saw a spark/'lightning bolt' from the bovie, and then the lap pad starting turning brown and a flame appeared on the lap pad. The lap pad was immediately thrown to the floor, and water from the back table was poured on the lap pad to extinguish the flame. There was no injury to the patient or any team member. The bovie pen was disposed, but the generator is available at the hospital.